Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This information was received from a competitor. All data pertinent to the event is provided. If additional relevant information is received, a supplemental report will be submitted. Information about the associated device at the time of explant is not known. (B)(4).

Event description:
It was reported that during a system upgrade, it was found that the patient's right ventricular (rv) lead had experienced a fracture. The lead was removed and replaced. No patient complications have been reported as a result of this event.